Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a moderately tortuous pulmonary artery. A 2mm x 20mm x 143cm coyote es catheter balloon was selected to dilate the lesion. Upon first inflation at 8 atmospheres, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a coyote es balloon catheter with no original packaging or other devices. There was and contrast in the inflation lumen, the guidewire lumen, and in the balloon. The hypotube was kinked in multiple places. Magnified examination revealed a longitudinal balloon tear 16mm long with the inner protruding from the tear. The shaft was kinked 7.5cm from the distal tip. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a moderately tortuous pulmonary artery. A 2mm x 20mm x 143cm coyote¿ es catheter balloon was selected to dilate the lesion. Upon first inflation at 8 atmospheres, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good.